Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient's son stated that, while removing the insulin cartridge from the patient's infusion device, the plunger remained attached to the piston rod in the cartridge chamber. During troubleshooting with a company representative, the plunger was detached from the piston rod. The patient's son was instructed to dry out the cartridge compartment with a cotton swab. No blood glucose concerns were reported related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.